Event description:
It was reported by the patient that the needle did not deploy and that the pink slide did not move forward when the pod was activated and that the cannula was not visible in the viewing window upon pod removal; this indicates a needle mechanism failure. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event.